Event description:
A hemodialysis facility has reported, pt experienced decreased blood pressure, chest pain, sob, diaphoresis and a brief airway obstruction with loss of consciousness. This was the first time this dialyzer was prescribed and used for therapy on this pt. A potential allergy to dialyzer is being questioned. The initial reporting rn was contacted for further detail on this event. It was learned the symptoms first presented at 5 mins into the therapy when, initially, the bp dropped to 89/40. The staff decreased uf as well as blood flow rate. The pt recovered and then developed chest heaviness and sob. O2 at 4l was given at 1/2 hr into therapy. After these initial symptoms resolved, the staff turned up ultrafiltration rate and continued dialysis with this dialyzer. It was 2 1/2 hr into therapy, when again the pt became sob, had wheezing and then had loss of consciousness. Also the pt had an airway obstruction and the rn stated an ice cube in mouth was the cause of the brief obstruction. It was at this time in the tx that the pt was administered 50 mg of diphenhydramine IV x 1 dose. Dialysis continued and the blood was returned to the patient. The therapy ended 1 hour early. The pt was advised to take a po diphenhydramine at home if the symptoms persisted. The pt reported feeling better once the blood was returned. The pt continues dialysis with use of the exceltra 210 dialyzer with no further reports of ill effect r/t this event. A sample is available for evaluation, however the rn stated it is full of blood and may be too clotted for evaluation.